Event description:
Boston scientific received information that this patient was in the hospital for unknown reasons, when their device was interrogated and showed 170 stored events. The events show noise on the non boston scientific rate sense lead, and impedances intermittently varied from 1600 ohms to 400 ohms. Pacing thresholds were also noted to be increased. Boston scientific technical services (ts) was consulted and suggested that the leads are relatively old, and the impedance issue goes back well over a year. It is possible that there could be a connection issue. To date, no plans have been made as to what to do with this device and or lead. No adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.